Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having "beeps" from the controller and an issue with the driveline. Due to this the patient and caregiver attempted to do a controller exchange without alerting ventricular assist device (vad) coordinators or discussing the alarms. During the controller exchange, the caregiver struggled and the patient's work of breathing increased and the patient lost consciousness. The caregiver called 911. When the vad coordinator was able to talk to ems (emergency medical services) and the caregiver, the patient was conscious and the pump running symbol was illuminated. The patient was transferred. On interrogation of both controllers it appeared that the patient's pump was off for approximately 6 minutes. The alarms that patient was having that led to controller change appeared to be low voltage or no external power alarms. The patient stated that these have occurred on both battery and wall power. The patient did have malignancy and stated they were weak and sometimes struggled with placing power to controller. The patient was to be admitted for observation and heparin drips. The log file review revealed the alarms prior to the driveline disconnect / controller swap were power cable disconnects. Throughout the log file there were intermittent odd strings of power cable disconnects while on battery power. The supply voltages were low when connected to the power module. The no external power event on (B)(6) 2021 occurred while power sources were being switched. The other four no external power events occurred at the end of the log file when the controller was swapped. Manufacturer's report number of pump: 2916596-2021-07804.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of power cable disconnect alarms and no external power alarm active was confirmed via the submitted log file. The heartmate ii system controller was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 17 days ((B)(6) 2021 per the timestamp). The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power and the power module due to the rsoc voltage in both power cables dropping to approximately 0 volts. The alarms resolved when the rsoc voltages in both power cables were restored to their expected voltage thresholds. The pump speed was not affected by these alarms. Additionally, the log file captured a no external power alarm active on (B)(6) 2021 at 11:22:37 due to a dual power cable disconnect. This was the result of both power leads being disconnected from external power simultaneously. The alarms resolved when external power was restored to the power leads and pump speed was not affected by the alarm. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the heartmate ii system controller used at the time of the event, if the controller exchange resolved the issues, and if any products will be returning to abbott; however, no response was given. The root cause of the no external power alarm was determined to be a user error in which both system controller power cables were disconnected from external power at the same time; however, the root cause of the power cable disconnect alarm could not be determined through this analysis. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU), rev. C, under section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook, rev. C, and heartmate ii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.